Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level and cause were unknown. Carbohydrates were consumed to address bg. Additionally, the customer contacted the diabetes educator and the pump basal rate settings and the correction factor settings were adjusted to address the event.